Event description:
It was reported that the trained technician attempted arteriotomy closure of the common femoral artery using the perclose device for an interventional procedure. It was difficult to insert the device into the vessel, but it was successful and the needles were deployed. When an attempt was made to withdraw the plunger, it would not come out. At this point, the feet were retracted into the device, but the device could not be removed from the patient. A cut down procedure was performed in the cath lab and the device was removed. The wound was sutured closed and the patient did very well. Reportedly, the vessel was very calcified and the calcification caught the device and held it in the patient. No additional information available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.